Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a f/u report detailing the results of the eval.

Event description:
The user encountered difficulty inserting a suction tube through the endotracheal tube while in situ. User facility reported that the product was difficult to suction while in use. According to reporter, the ventilation of the pt was not adversely affected as a result of product issue. Pt was switched to bag ventilation, extubated and reintubated.